Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and passed away due to another indication. The cause of and treatment for the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the peritonitis event. The cause of death was reported to be due to cardiovascular insufficiency (no further detail). On an unreported date, an autopsy was performed. It was not reported if the patient recovered from the peritonitis prior to death or if dianeal therapy was ongoing until the time of death. No additional information is available.